Event description:
(B)(6) is a (B)(6) infant born at (B)(6) to a (B)(6) mother on (B)(6) 2012. She was in mild respiratory distress with poor muscle tone and was admitted to the nicu. Nasopharyngeal CPAP was initiated which was maintained throughout the remainder of her admission. CPAP machine continually alarmed. Et tube ordered by physician at specific length (depth), ventilator alarmed continually. Infant transferred to next level of care due to ongoing respiratory distress and high fio2 requirements. Ventilator has been replaced.